Event description:
It was reported that after the first implant was successfully placed though the meniscus, the second trocar was found not to have the implant assembled onto it. The suture construct appeared intact. A knot pusher was used to cut the suture from the implant and the implant remained un-retrieved in the patient. To complete the case, two additional meniscal cinches from an unknown lot number were used. The procedure was a meniscal repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. One device returned with no packaging. Returned device include trocar #1 and 2 and the hand piece. Implant/suture construct was not returned with the device. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.